Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported hospitalization due to low blood glucose. Customer stated that blood glucose at the time of hospitalization was lower than 12 mg/dl for one instance and cannot recall what the second was. Customer stated she felt light headed and sweaty. No further information provided.